Event description:
It was reported that during a lap cholecystectomy procedure, the device was activating intermittently due to the switch button not working. A second like device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.